Event description:
As reported by the (B) (6) registry, the patient was diagnosed with a tia approximately 4 hrs post index procedure which resolved with medication. At the time of the index procedure, angiography revealed a 90% stenosis of the previously treated carotid endarterectomy (cea) site at the left bifurcation of common carotid artery. The lesion was described as 40mm in length concentric, eccentric and mildly tortuous. The reference vessel was 6mm in diameter. The patient¿s pre-procedure stroke scale scores were 1. The patient was asymptomatic. An angioguard with a 6mm basket was deployed beyond the lesion, after being pre-dilated. A 9 x 40mm precise pro rx stent was then implanted at the target lesion. The first angioguard was then withdrawn and another angioguard with a 6mm basket was deployed beyond the lesion. A second 9 x 30mm precise pro rx stent was implanted distal to the target lesion, with 0% residual stenosis. Thrombus was noted post-deployment. The patient left the angiography suite without neurological deficit. Air bubbles were not noted at any time during the procedure. The patient began exhibiting signs of sudden symptoms of behavioral change and aphasia approximately 4 hours post index procedure and was assessed by a neurologist. An MRI of the brain was performed and a heparin drip was administered and the patient was diagnosed with a tia. The event fully resolved without further intervention. The patient was discharged three days after the index procedure with a stroke scale score of 3. The event was reported to be unrelated to the cordis product but related to the index procedure. A thirty day follow up indicated that the patient¿s stroke scale was 1. Clopidogrel was continuous. The patient did not report major adverse events at this time. The patient has no known allergies to nitinol, nickel or titanium and had no neurological symptoms prior to the procedure.

Manufacturer narrative:
As reported by the (B)(4) registry, the patient was diagnosed with an embolic stroke approximately 4 hrs post index procedure which resolved with medication. The patient's medical history includes severe hyperlipidemia and clinical chronic obstructive pulmonary disease (copd). The patient has high risk criteria of previous carotid endarterectomy (cea) recurrent stenosis. At the time of the index procedure, angiography revealed a 90% stenosis of the previously treated carotid endarterectomy (cea) site at the left bifurcation of common carotid artery. The lesion was described as 40mm in length concentric, eccentric and mildly tortuous. The reference vessel was 6mm in diameter. The patient's pre-procedure stroke scale scores were 1. The patient was asymptomatic. An angioguard with a 6mm basket was deployed beyond the lesion, after being pre-dilated. A 9 x 40mm precise pro rx stent was then implanted at the target lesion. The first angioguard was then withdrawn and another angioguard with a 6mm basket was deployed beyond the lesion. A second 9 x 30mm precise pro rx stent was implanted distal to the target lesion, with 0% residual stenosis. Thrombus was noted post-deployment. The patient left the angiography suite without neurological deficit. Air bubbles were not noted at any time during the procedure. The patient began exhibiting signs of sudden symptoms of behavioral change, aphasia, dysarthria and hemiparesis approximately 4 hours post index procedure and was assessed by a neurologist. An MRI of the brain was performed and a heparin drip was administered and the patient was diagnosed with a cva. Post procedure nih stroke scale was 23. The patient was discharged three days after the index procedure with a stroke scale score of 3. The event was reported to be unrelated to the cordis product but related to the index procedure. A thirty day follow up indicated that the patient's nih stroke scale was 4. The patient did not report major adverse events at this time. Stroke is a well known documented potential complication of this type of procedure and is listed in the IFU as such. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. This is one of two products involved with the reported event. The associated manufacturer report numbers are 9616099-2010-00198 and 9616099-2010-00199.

Manufacturer narrative:
During the procedure a 6f sheath was used. Medications: aspirin and clopidogrel - 2010, 2010. Heparin - 2010. As reported by the (B) (6) registry, the patient was diagnosed with a tia approximately 4hrs post index procedure which resolved with medication. At the time of the index procedure, angiography revealed a 90% stenosis of the previously treated carotid endarterectomy (cea) site at the left bifurcation of common carotid artery. The lesion was described as 40mm in length concentric, eccentric and mildly tortuous. The reference vessel was 6mm in diameter. The patient¿s pre-procedure stroke scale scores were 1. The patient was asymptomatic. An angioguard with a 6mm basket was deployed beyond the lesion, after being pre-dilated. A 9 x 40mm precise pro rx stent was then implanted at the target lesion. The first angioguard was then withdrawn and another angioguard with a 6mm basket was deployed beyond the lesion. A second 9 x 30mm precise pro rx stent was implanted distal to the target lesion, with 0% residual stenosis. Thrombus was noted post-deployment. The patient left the angiography suite without neurological deficit. Air bubbles were not noted at any time during the procedure. The patient began exhibiting signs of sudden symptoms of behavioral change and aphasia approximately 4hours post index procedure and was assessed by a neurologist. An MRI of the brain was performed and a heparin drip was administered and the patient was diagnosed with a tia. The event fully resolved without further intervention. The patient was discharged three days after the index procedure with a stroke scale score of 3. The event was reported to be unrelated to the cordis product but related to the index procedure. A thirty day follow up indicated that the patient¿s stroke scale was 1. Clopidogrel was continuous. The patient did not report major adverse events at this time. The patient has no known allergies to nitinol, nickel or titanium and had no neurological symptoms prior to the procedure. A review of the manufacturing documentation associated with this both lots involved presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with the reported event. The associated manufacturer report numbers are 9616099-2010-00198 and 9616099-2010-00199.

Manufacturer narrative:
The complaint conclusion has been updated to reflect adjudication determination that the previously reported tia was in fact an embolic stroke. As reported by the (B)(4)registry, the patient was originally diagnosed with a tia approximately 4hrs post index procedure which resolved with medication. The patient's medical history includes severe hyperlipidemia and clinical chronic obstructive pulmonary disease (copd). The patient has high risk criteria of previous carotid endarterectomy (cea) recurrent stenosis. At the time of the index procedure, angiography revealed a 90% stenosis of the previously treated carotid endarterectomy (cea) site at the left bifurcation of common carotid artery. The lesion was described as 40mm in length concentric, eccentric and mildly tortuous. The reference vessel was 6mm in diameter. The patient's pre-procedure stroke scale scores were 1. The patient was asymptomatic. An angioguard with a 6mm basket was deployed beyond the lesion, after being pre-dilated. A 9 x 40mm precise pro rx stent was then implanted at the target lesion. The first angioguard was then withdrawn and another angioguard with a 6mm basket was deployed beyond the lesion. A second 9 x 30mm precise pro rx stent was implanted distal to the target lesion, with 0% residual stenosis. Thrombus was noted post-deployment. The patient left the angiography suite without neurological deficit. Air bubbles were not noted at any time during the procedure. The patient began exhibiting signs of sudden symptoms of behavioral change and aphasia approximately 4 hours post index procedure and was assessed by a neurologist. An MRI of the brain was performed and a heparin drip was administered and the patient was diagnosed with a cva. Post procedure nih stroke scale was 23. The patient was discharged three days after the index procedure with a stroke scale score of 3. The event was reported to be unrelated to the cordis product but related to the index procedure. A thirty day follow up indicated that the patient's nih stroke scale was 4. The patient did not report major adverse events at this time. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. A review of the manufacturing documentation associated with both lots presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. Stroke is a well known documented potential complication of this type of procedure and is listed in the IFU as such. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. This is one of two products involved with the reported event. The associated manufacturer report numbers are 9616099-2010-00198 and 9616099-2010-00199.

Event description:
As part of the neurological event previously requested, the patient also experienced dysarthria. The patient also had right hemiparesis.